Event description:
It was reported that user experienced difficulty fitting cartridge into device. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to check o-ring position before inserting cartridge in future, and customer understood and acknowledged guidance, with no additional information received regarding further outcome.